Event description:
It was reported that while inserting a "zero-p" variable implant standard lordotic, it broke. The peek part and the plate became disassembled several times when attempting to place in the patient. This was a one-level acdf, original procedure. There was a seven to ten minute surgical delay. No patient harm, successfully completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient¿s medical record number is (B)(6). Patient weight is unknown. Device broke intra-operatively and was not implanted or explanted. Product investigation summary: one zero-p va spacer (part 04.647.128s, lot 9318477) was returned with the complaint that ¿while inserting a "zero-p" variable implant standard lordotic, it broke during insertion; the peek part & the plate became disassembled several times when attempting to place in the patient.¿ the plate was received separated from the peek spacer component. There are no signs of misuse or abuse and no fractures have been noted. This complaint is confirmed. This implant is a member of a family of implants included in the zero-p va anterior cervical system. The associated drawings were reviewed. These drawings detail the appropriate materials, finishing processes, and dimensions for the intended connection between the plate and peek components. This design is adequate for the intended use of this implant. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This ¿decoupled" design scheme is meant to minimize the stress between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The design of this device is adequate for its intended use and the risk assessment addresses the hazards associated with this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.